Event description:
Our rep is reporting that during a knee procedure, a portion of the distal tip of a biointrafix sheath inserter off into the fixation device. The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.